Manufacturer narrative:
Initial reporter address: (B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that one unit of an apd homechoice cassette set had a loose pull ring. This was identified prior to use for automated peritoneal dialysis therapy. There was no patient involvement. No additional information is available.